Manufacturer narrative:
Due to imdrf harmonization, the previously submitted conclusion code no longer applies and was updated to 67 in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that a tablet was never used to update the pump, but they were using a model 8840 clinician programmer. The patient was due for a refill. It was further noted that the patient had moved a lot and had missed multiple refills due to his insurance not paying for the drugs in the pump. The last refill was noted as having occurred in either november or (B)(6) 2017. The date of the event was indicated as being 2018-(B)(6). The family practice did not want to fill the pump with saline and the patient wanted to silence the active alarms. It was confirmed that the patient¿s therapy was not intentionally discontinued. The hcp did not plan to fill the pump back up with drug and would explant the device before proceeding with intrathecal therapy for the patient. The physician was now wanting to shut the pump off. The pump off password and instructions on how to program pump off mode using the model 8840 clinician programmer was provided. The pump authorization form was sent. No patient symptoms were noted. It was indicated that the patient had been receiving no n-pump medications. It was indicated that the pump administered the following medications: clonidine with concentration 100 mcg/ml at a dose rate of 15 mcg/day, bupivacaine with concentration 0.9 mg/ml at a dose rate of .135 mg/day, and morphine with concentration 10 mg/ml at dose rate of 1.5 mg/day.

Manufacturer narrative:
Corrected information: patient code (B)(6) no longer applicable if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient wanted to know how to get the pump alarm turned off. The patient indicated that the pump began to alarm ¿about 2 weeks ago¿. The patient had moved to a different state and was told by the insurance company once the patient moved to contact the insurance company and everything would be fine, however the patient¿s insurance was not accepted in the new state and the patient has not been able to find a physician in the area due to insurance. The patient stated they went to the ER (emergency room) last night due to withdrawals. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider (hcp). The patient called at 11:37 am and stated their managing physician from florida was not willing to contact a company representative for him because he hasn¿t seen him in several months and was no longer in florida. The patient wanted a company representative to help with silencing the pump alarm. Additional information was later received from an hcp on 2018-feb-20. It was noted that the patient was in their urgent care facility to try to have the pump alarm silenced as they were not able to fill / manage the pump. The hcp was transferred to have a local company representative paged for assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration and unknown morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient alleged the pump was alarming or beeping. The patient stated they were hearing a single tone beep 3 times in a row every 10 minutes. The patient stated in (B)(6) 2018 it was first a single tone then days later became 3 in a row. The patient stated it does not sound like an ambulance/dual tone. The patient stated they were currently past their refill date. The patient noted the alarm date was (B)(6) 2018, which the patient was told it would alarm then, but it did not alarm on that date. It was reviewed alarm sounds and scenarios of alarms and recommended following up with a healthcare professional (hcp) as soon as possible. It was noted the patient will follow up with hcp to check alarms and address next steps. The patient noted their insurance dropped. It was noted that the patient did not currently have an hcp. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: the device code (B)(4) was not previously indicated in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient¿s pump was alarming and dry and the patient wanted the pump alarm turned off. The patient was his primary care physician (pcp) office and they are willing to have a company representative come to the office to shut his alarm off. They wanted to be connected to a company representative.